Event description:
Customer reported the monitor intermittently goes black, suspects video controller pcb needs to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the video controller pcb. System operates as intended. (B) (4).